Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: an attempt to download the pump's black box and alarm history was unsuccessful. During investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of an call service alarm issue was unable to be investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.